Event description:
It was reported the pt was no longer receiving stimulation. Follow up identified the ipg was depleted and the physician replaced the ipg. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.